Event description:
A materials management reported that following an intraocular lens (iol) implant procedure the patient experienced halos. The iol was exchanged in a secondary procedure four months following the initial implant procedure. Additional information was received from the initial reporter, who reported that there was no patient harm and patient issues were resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).